Manufacturer narrative:
On 12/09/2014 clarification requested. Unit sparked from the bottom. No smoke or visible flames. Product was requested to be returned for evaluation.

Event description:
On (B)(6) 2014 consumer called and stated pump sparked. No visible flames or smoke and no property damage.